Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2012. Dysphagia has been initially reported as of (B)(6) 2012. Egd, manometry and CT scan conducted in (B)(6) 2012 without notable findings. Patient returned to hospital in (B)(6) 2013 with ongoing dysphagia. Endoscopy completed (B)(6) 2013 that revealed multiple beads (titanium encased magnets) to be visible in the esophagus. The linx device was found intact. Endoscopic and laparoscopic removal of the linx device occurred (B)(6) 2013. Dor fundoplication completed after linx removal. The patient is discharged without further complications or sequelae.